Event description:
An optometrist reported that four months following photo refractive keratectomy (prk), the pt presented with corneal abrasion and recurrent corneal erosion in the left eye. The pt reported pain upon opening the left eye. In a follow up, the optometrist reported that the pt was treated with antibiotic eye drops and the event resolved within one week. No further info is expected.

Manufacturer narrative:
Eval summary: the device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).